Event description:
It was reported that the customer wears an insulin pump, and was involved in a car accident today. The customer was in the hospital at the time of the call, and was having scans and x-rays done due to the trauma to her face. The caller was unable to troubleshoot or talk further as the customer was being moved to another room. The caller stated he would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.